Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the investigation has shown that the complained length probe that the wire is broken of as complaint. Based on these findings, incorrect handling during use caused the breakage of the wire for length probe. We can confirm this as a review was conducted for the in process and product release documentation for this lot which was produced in september 2012. Additionally a review of our complaints data base shows that this is the only complaint of this description from this article number and lot number. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the length probe in question was broken off at the tip stick during the surgery and the broken part was in the patient¿s body. The broken part was completely extracted from the patient¿s body. Another product was used to complete the case. No surgical delay was reported. This is report 1 of 1 for (B)(4).